Event description:
A malfunction alarm occurred in the customer's pump, identified by malfunction code malf 3, with fault ID [3-0x2095]. There was no adverse impact to the customer¿s blood glucose level; it did not exceed 500 mg/dl. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy. A replacement pump was arranged, and the customer received instructions on placing the faulty pump into storage mode before returning it with a pre-paid label within 10 days.